Event description:
I believe I received defective acuvue oasys lenses that caused white cloudy vision, sharp pain and excessive tearing. The incident first occurred in my left eye and I immediately saw a retinal specialist who diagnosed it as a chemical burn to my eye. I was given antibiotic cream and had my eye covered with a patch. I stopped wearing lenses for two weeks. Everything cleared up. I threw out the old lens, case and solution. When I attempted to wear fresh contacts, the same painful incident occurred in my right eye immediately upon inserting the nes lens using fresh solution. I have been using this brand of contacts for years, and I too am convinced that there is something wrong with the contacts. I did not wear eye make up or face cream and I took extra care to ensure that I did not accidentally introduce any foreign substance to my eyes after the first incident occurred in my left eye. In addition, about a week later, I was having lunch with someone who coincidentally had the exact symptoms I experienced as we sat together. They were using the same acuvue oasys contacts brand and same contact lens solution brand that I was. Something is wrong. A (B)(6)turns up other incidents. I returned the unopened contacts and I have a follow up appointment with the eye doctor on (B)(4).